Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate ii system controller (serial number (B)(6) was evaluated following the reported event of driveline fault alarms. A review of the log file, extracted from (B)(6), contained data spanning approximately 7 days (14nov2024 ¿ 21nov2024 per timestamp). The log file recorded numerous driveline fault alarms, consistent with an issue with phase 2. These alarms had no impact on pump function, and the log file appeared to show the system operating as intended at the fixed speed. The returned system controller (serial number (B)(6) was functionally tested and was found to perform as intended with no irregular alarms being reproduced. Per the provided information, the system controller was exchanged however, driveline fault alarms reactivated. The reported event was unable to be correlated to an issue with the system controller. The device history records for the heartmate ii system controller (serial number (B)(6) were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. These sections also state certain alarms are displayed as an active alarm on the system monitor but are not displayed on the system controller. These alarms include driveline fault alarm and controller clock not set alarm. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The driveline faults showed an alarm on the power module but did not cause any audible alarm. The system controller exchange did not fix the device not alarming correctly. The doctor took the patient to the operating room for a heartmate ii to heartmate ii exchange due to the possible fractured driveline. The patient was still experiencing driveline fault alarms even after the external perc lead repair.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for evaluation concerning driveline fault events. The patient had not had any alarms at home. The log files were reviewed and captured driveline fault events throughout the history. This may be indicative of a damaged conductor within the driveline. It was recommended that the system controller be replaced with a new system controller when the patient was able to handle an exchange. 25 power cable disconnects should be performed on the new system controller with either power lead. After this was completed, it was stated that the new log file data should be sent in for review. The exchanged system controller was (B)(6) and the new system controller was (B)(6). The new log files for the new system controller were reviewed and showed no driveline fault alarm. The driveline fault detection circuitry data indicated that the monitored conductor on phase 2 was in a weakened state. It was states that x-rays of the driveline would be needed to see the location of the compromise. The patient went in for a re-download of the log files and interrogation showed the continuation of driveline faults. The log files were reviewed and showed that the monitored conductor in phase b was compromised which was determined to be the cause. The driveline faults did not resolve and the patient was scheduled for an external driveline repair. No images of the damage were provided. Exchanging the system controller did not resolve the alarms. Products would be returned but had not shipped yet. On (B)(6) 2024 the driveline repair was performed about 2.5 inches from the exit site. A perc lead replacement was performed per operating procedure rev g. After the repair the patient was tethered on a grounded patient cable without issue. The removed perc lead was returned for analysis. The log files taken on (B)(6) 2024 after the driveline repair did not display any issues and there were no alarms seen. The driveline faults appeared to have returned on (B)(6) 2024 in phase b post driveline repair. It appeared the conductive/wire damage causing the driveline fault alarms was farther up the driveline/internal. It appeared that it was a degrading connection in phase b with one of the conductor/wires. It was suggested that the patient continue to use an unshielded patient cable. There were no other unusual events seen in the log files. The patient continued to have driveline fault alarms. It was believed to be internal and a pump exchange was being considered.